Event description:
Image disturbance during angulation, ccd defect there was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, the ccd module as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd module. Correction information: h6: coding changed, based on the investigation result.